Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, prior ischemic stroke, prior major bleeding and intracranial hemorrhage. Some of the complications reported were pericardial effusion/tamponade, air embolism, device embolization, thrombus, transient ischemic attack, ischemic stroke, left bundle branch block, phlebitis, elevated c-protein, fever and gastro-intestinal bleeding. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: article title "percutaneous left atrial appendage occlusion in patients with a cardiac implantable electronic device".

Manufacturer narrative:
Literature article: "percutaneous left atrial appendage occlusion in patients with a cardiac implantable electronic device" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "percutaneous left atrial appendage occlusion in patients with a cardiac implantable electronic device", was reviewed. The article presented a prospective, single center study on to evaluate whether cardiac implantable electronic device (cied) function is affected by left atrial appendage occlusion (laao) and to explore laao procedural characteristics and complications in patients with a cied. Devices included watchman 2.5, watchman flx, and amplatzer amulet. The article concluded that this study supports the feasibility and safety of laao in patients with a cied. [The primary and corresponding author was diederik staal, department of cardiology, st. Antonius hospital, nieuwegein, the netherlands, with corresponding email:(B)(6)] the time frame of the study was from 2009 and 2021. A total of 274 patients were included in this study, of which 14 (5.1%) received an abbott device. The average age was 73.7 years for group I (with cied) and 69.3 years for group ii (without cied). The average gender was male. Comorbidities included atrial fibrillation, prior ischemic stroke, prior major bleeding, intracranial hemorrhage, oral anticoagulation use prior to procedure.